Manufacturer narrative:
A impl tapered scr-v ha 4.7 mm 4.5mm 13mm implant (tsvwh13) was returned for investigation. Visual inspection of the as returned product identified that implant is heavily worn and covered in bone debris at the threads and drive features. Implants is confirmed to be fractured at different portions of the collars. No pre-existing conditions were noted on the per. The reported product was located on tooth site 3 and used for approximately 10 years. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot numbers 61136334. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st1155) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (61136334) for similar cause and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported events (implant fractures + infection + pain/discomfort) or product (tsvwh13). Therefore, based on the available information, device malfunction did occur and the reported fracture event was confirmed. The reported medical events could not be verified with the information provided. The most likely cause for the event is patient parafunction over the course of 10 years. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Event description:
The doctor indicated that implants at tooth sites #2 and #3 fractured after restoration. An infection was discovered at these sites and the implants were removed and the sites were grafted.